Event description:
It was reported that a home patient (hp) experienced a high drain alarm 101 during use. At the time of the alarm, the patient experienced severe abdominal pain and cramping. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, indicating an increased intra-peritoneal volume (iipv) event. The hp drained 4981ml of fluid. A peritoneal dialysis (pd) nurse indicated that the hp bypassed a drain cycle. A baxter clinical educator instructed the pd nurse to review the proper procedures with the hp. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Although the home patient (hp) reported bypassing a drain, the problem was unable to be confirmed because the homechoice (hc) was not returned for evaluation of the event logs. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice machine was reported as unavailable for evaluation. A trend review will be conducted.  If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required. Event history log review will be completed. Should additional relevant information become available, a supplemental report will be submitted.